Event description:
A complaint was received that a patient's precision system was explanted, due to infection at the pocket site which developed from difficulties healing. A culture was taken and it was determined the patient had a staphylococcus aureus infection. The patient was put on oral antibiotics and a wound vac, and the incisions are presumably healing nicely.

Manufacturer narrative:
The explanted devices will not be returned for evaluation, as they were discarded by the medical facility.